Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9233 pegged glenoid broach broke during use. "During surgery, broach impact, circular piece broke off from back of broach".

Manufacturer narrative:
Complaint confirmed, the anvil broke off. The anvil also looked dented and worn due to repeated impaction. The inner component moves freely. A likely cause of the event is user-applied mechanical forces.